Manufacturer narrative:
H.6. Investigation summary: received a fully retracted needle-barrel assembly inside an open package from lot 9003899. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Visual evaluation: the needle was pushed into the out position. No evidence of physical-mechanical damage was found on any of the components of the unit received. The remainder of the components (adapter assembly-cover) were not received for evaluation therefore their condition is unknown. Conclusion(s): indeterminate ¿ the needle-barrel assembly did not reveal any manufacturing related physical-mechanical damage that would cause the defect the customer experienced by event description. The adapter and needle cover related to this investigation were not returned for evaluation therefore their condition and the relationship to the failure is unknown. H3 other text : see section h.10.

Event description:
It was reported that while opening the bd insyte-n¿ autoguard¿ shielded IV catheter during use, the cap was removed to turn the mandrel, which broke. The following information was provided by the initial reporter, translated from portuguese to english: "when opening the catheter for use (remove the cap to turn the mandrel it broke, being exposed to a needle)."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while opening the bd insyte-n¿ autoguard¿ shielded IV catheter during use, the cap was removed to turn the mandrel, which broke. The following information was provided by the initial reporter, translated from portuguese to english: "when opening the catheter for use (remove the cap to turn the mandrel it broke, being exposed to a needle)."